Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 piece broken on the left side'), device dislocation ('second coil however appears to have migrated') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 863564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, palpitation and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and perineal pain ("perineal pain"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, back pain and perineal pain outcome was unknown. The reporter considered back pain, device breakage, device dislocation, pelvic pain and perineal pain to be related to essure. The reporter commented: there is discrepancy in date of implantation. As per old document it says (B)(6) 2011 and now (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Lot number: 863564, manufacturing date: 2011/05, expiration date: 2014/05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:migration,1 piece broken on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: mr received :new events added-migration,1 piece broken on the left side and perineal pain were added. Medical history added and reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 863564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and palpitation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (medical device removal). At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered back pain and pelvic pain to be related to essure. The reporter commented: there is descripency in date of implantation. As per old document it says (B)(6) 2011 and now (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Lot number:863564 manufacturing date:2011/05 expiration date:2014/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Non drug treatment updated. Also added intervention seriousness criteria. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.